Event description:
During in situ measurements on 21.apr.2025 affected channels were noticed. Reimplantation surgery is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode under silicone overmold which are consistent with an external mechanical impact were determined to be the root cause of device failure. Further a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During in situ measurements on (B)(6) 2025 affected channels were noticed. The user was explanted on (B)(6) 2025 and reimplanted on (B)(6) 2025.